Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted customer service to report is allergic to paper tape. Patient stated that the paper tape pulled her skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).